Manufacturer narrative:
Based on the results of the hardware evaluation performed, it was concluded that the returned amplifier functioned as expected. The hardware evaluation focused on the basic functions of the returned amplifier such as communication, signals acquisition/amplification and data processing. No abnormal operating symptoms or unexpected abnormal functions under normal operating conditions were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and the hardware evaluation performed, the cause of the reported incident could not be conclusively determined.

Event description:
During preparation for an atrial fibrillation procedure, communication was unable to be established between the computer and the amplifier so the procedure was cancelled. During preparation, after the lines had been inserted into the patient, there was intermittent communication between the amplifier and the computer so the amplifier was power cycled. Communication was re-established for 30 minutes until a packet rate out of bounds error was received and it disconnected. The connections were checked and replaced, rate detection was turned off, but the issue remained so the procedure was cancelled. There were no adverse consequences to the patient.